Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: received phone call from (B)(6) sisters (B)(6), told that the trocar was found to be faulty as there is leaking of gas. Closer look at the trocar revealed to have a missing screw. Screw is suspected to came loose and worried that it might drop into patient. An x-ray scan was performed to confirm that no metal residue remained in the patient's body. The scan returned as negative. No residues in patient.